Event description:
It was reported that the patient experienced a high blood glucose level event due to tape not sticking issue and treated with insulin pen on (B)(6) 2026. The set had been in use for one day.

Manufacturer narrative:
E1: name: (B)(6). Country: united states of america. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.